Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) cable and then performed testing. The device passed all testing and was placed back in service.

Event description:
It was reported that during patient use, a ventilator displayed an error message. Although the device continued to ventilate, the patient was transferred to another ventilator without harm.